Event description:
The patient reports undergoing cataract surgery with implantation of the crystalens in the left eye. One day postoperatively, the patient began experiencing difficulty with his vision and is only able to read using the right eye. The patient's preoperative vision status was not provided for comparison. The patient consulted with his physician, who attributed the vision difficulties to a problem with the optic nerve. Additional information has been requested from the physician. This MDR is being filed on the basis of unknown cause.